Event description:
Consumer reported complaint for high blood glucose test results. The customer does not know his expected blood glucose test result range, but stated he has been obtaining results from 230-260mg/dl using the true metrix meter. At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 303mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 05/26/2023; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling dizzy. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 - able to establish contact with customer who stated he had received the replacement products but had not yet used them. Customer did not disclose his condition at the time of the call. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern. Customer states the replacement product was not coming on. Customer did not have the meter with him and do not want to trouble shoot. Note 4: manufacturer made attempt to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 18-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.